Event description:
It was reported that during a surgical procedure, the saw began smoking. Backup equipment was used to complete the procedure, resulting in a short delay. There was no pt or user injury reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The saw was evaluated by the MFR, however the complaint could not be replicated because the motor would not operate. The device was disassembled and a broken wire on the motor coil was discovered. A broken wire can result in the motor coil having an electrical short, which may produce smoke. The damaged components were replaced and the saw was returned to the user facility.